Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had shortness of breath. It was also reported that the right atrial (ra) lead showed high thresholds and had intermittent undersensing on stored electrograms (egm). The lead remains in use. No further patient complications have been reported as a result of this event.